Event description:
Pt had a bilatiral breast augmintation in 1995. Pt developed a right sided capsular contracture. Right open capsulotomy with removal of implant performed with replacement of implant.